Manufacturer narrative:
Unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer bus module controller board was faulty. A field service engineer replaced the bus module controller board and have the medbank agent to reconfigure new controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer would not open. The customer reported that when user attempted to issue hydrocod/apap 10 mg/325 mg tablets, the drawer failed to open. The system prompted her for a countback; however, because the drawer did not open and user was unable to verify the remaining quantity in the cabinet, user entered 1. As a result of this issue, a discrepancy was created. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.